Manufacturer narrative:
Clarification: only the month and yr are valid, the day is unk. This info was valid at the time of the event in 2002. Unk if address and phone number are still valid. Note: the assets of (B)(6) regarding the repose device were purchased by medtronic xomed, inc. In 2008. In a subsequent review of (B)(6) complaint records obtained during the acquisition, this event was identified, and (to the best of our knowledge) was found not to have been reported to the FDA in a MDR by the MFR. While medtronic xomed did not retain the liabilities and responsibilities of (B)(6) for the repose devices manufactured by them prior to the acquisition, we felt it was appropriate to submit this medical device report.

Event description:
An oral surgeon reported to influent medical that he removed a repose bone screw from a pt that had developed an infection around the screw. The date of the original implantation is unk but was approx 2 yrs prior to the development of the infection. It is unk as to whether antibiotics or other intervention took place, besides the screw removal.